Event description:
It was reported that this implantable cardioverter defibrillator (ICD) entered in safety mode. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) entered in safety mode. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and returned to boston scientific for evaluation.

Manufacturer narrative:
Information was added to the following fields: a1: patient identifier g2: report source.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) entered in safety mode. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that critical therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental. Information was added to the following fields: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes. Information was added to the following fields: a1: patient identifier. G2: report source.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) entered in safety mode. At this time, no changes have been performed. This device remains in service. No further adverse patient effects were reported. Additional information was received detailing that this device was explanted and returned to boston scientific for evaluation.